Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 confirmed in device history with variable due to broken trace at pin on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. The customer stated that hardware low level failure alarm was occurred at twice time. The device will be returned for analysis.